Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and two handpieces. It was reported that the site was testing their other generator after a case. They were able replicate the issue initially, so they tried another handpiece and were able to replicate the issue. They said "after many times of switching the handpieces, the sparking stopped and handpieces worked as they should". They were unable to replicate the issue when on site with the second generator. No patient was present.